Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant device: bnst515, 3i t3® with dcd® non-platform switched tapered implant 5 x 15mm- lot# 2017101050. Concomitant device: unknown competitor torque wrench- unknown lot number. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver broke at the tip when the restorative dentist tried to insert restoration. Restoration was completed. The procedure was completed with the same implant,

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: . H6: type of investigation code was added: 3331, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One angled screw channel driver tip 30mm, (ascdt30) was returned for investigation. Visual evaluation of the as returned product, identified that the tip was fractured. Functional testing could not be performed, since the product was fractured. No pre-existing conditions were noted, on the per. Procedure was being performed on tooth (B)(6) when the incident occurred. Per the applicable IFU, it is stated, that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review for the lot (1238271) revealed, no deviations nor non-conformances, which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1238271), for similar events (complaint category keywords: fracture). And no other complaint was identified. October post market trending was reviewed, and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur. And the reported event was confirmed.